Event description:
The company received a report where it was claimed that a leak occurred between the inner and outer cannula of the tube. The caller reported the pt was intubated with the tube on (B)(6) 2012 and the reported defect was discovered on (B)(6) 2012. The information provided suggest that recannulation of a replacement tube was required. Multiple attempts have been made to collect further information related to this report.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.